Event description:
IV pump alarmed "proximal occlusion" during a patient's trastuzumab infusion. Per treatment rn, primary line was pulling air from secondary bag (trastuzumab bag) instead of the medication. Rn disconnected the secondary line and found that the rubber stopper in the clave where it was connected, was depressed inside. Rn changed out primary line and resumed the infusion. Faulty IV tubing was not saved by rn to send back to company.